Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was observed, but the cause of the issue was unable to be verified. As a result, the pd engine was replaced to reduce the probability of reoccurrence. Further evaluation of the pd engine was unable to duplicate the complaint. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72 and 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.